Event description:
It was reported that "the doctor found tube occlusion when doing clinical setting before using on patient". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The actual sample involved in the complaint was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. The blue cuff and the clear cuff were then inflated to 25mbar using a calibrated endotest. The cuffs were inflated and deflated with no issues. The sample was then immersed in water to check for leaks. No bubbles were observed coming from the cuffs indicating there were no leaks. A device history record review was performed and no relevant findings were identified. Although there were no issues found with the production sample, the complaint could not be confirmed as the actual sample is needed to perform a proper investigation and determine a root cause.

Event description:
It was reported that "the doctor found tube occlusion when doing clinical setting before using on patient". No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The pressure of the clear cuff and the blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. No issues were detected with either cuff. A water leak test was then conducted on the returned sample by immersing it underwater with the cuffs inflated. No bubbles were observed flowing out from the cuffs indicating no leakage. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
It was reported that "the doctor found tube occlusion when doing clinical setting before using on patient". No patient involvement reported.